Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal dilaudid 15mg/ml at 6.846mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015 the patient heard the pump alarming, and was experiencing withdrawal symptoms, shakes , chills, and increased pain. On (B)(6) 2015, the patient was seen by the hcp and the pump status showed elective replacement indicator (eri) occurred (B)(6) 2015, and reset and safe state occurred (B)(6) 2015. The hcp gave the patient a single bolus and reprogrammed the pump. On (B)(6) 2015, the patient heard the pump alarming again, and was feeling nauseated and had same withdrawal symptoms again. The hcp directed the patient to the emergency room (ER). The pump logs from the (B)(6) 2015 programming were not available, but indicated that the eri showed 27 months. It was confirmed with the hcp the eri had occurred. The information contained in the logs, results of pump interrogation, actions/interventions/cause/resolution for the eri, reset and safe state remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.